Event description:
A center director reported a case of stage one diffuse lamellar keratitis, observed on a patient's left eye at one day post lasik treatment. Reporter indicated the patient was prescribed an oral steroid, and topical steroid eye drops were increased. Patient noted the "eye was fine last night when he went to bed, but when he woke up it was red, and had some discomfort." Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).